Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the issue and replaced the left master tool manipulator left (mtm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtm was analyzed, and the reported failure (drifting on the left arm) could not be reproduced nor confirmed as having occurred. Visual inspection was performed. The arm was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via matlab passed. No repairs were required to address the reported problem.

Event description:
It was reported that prior to the start of a da vinci-assisted prostatectomy surgical procedure, the customer observed drifting on the left arm. An error 23075 was observed in the system logs on left master tool manipulator (mtm). The customer stated that the issue was with the left mtm when in control of the universal surgical manipulator (usm) 2. The intuitive surgical, inc. (Isi) technical service engineer (tse) advised burping the usm, but the issue remained. The procedure was completed with no reported injury. Isi followed up with the customer and obtained the following additional information: the customer clarified that the ports were placed, and the issue of drifting occurred intraoperatively. The procedure was completed robotically with the same configuration.